Event description:
The reporter stated one of the malibu screwdriver tips (hex) broke off inside the screw as he was inserting it in his regular technique.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.